Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive touchscreen was confirmed. Ventec replaced the touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the touchscreen. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.